Event description:
The customer reported calling the paramedics to her house twice in the last ninety days due to hypoglycemia. The blood glucose reading was from 18 to 20mg/dl. The caller stated that she was unconscious and was unsure if the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.